Event description:
Customer reported his sensor readings are one hundred or more points off from his blood glucose. Customer's current blood glucose is 103 mg/dl. The transmitter passed the test plug procedure. Troubleshooting could not determine the issue. Customer was advised the issue may be due to momentary pressure on the site that was relieved. He was advised of proper sensor and calibration methods. Customer was advised to monitor the issue and call back when needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specifications with accurate readings.